Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in an unknown city, most likely in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of a (B)(6) patient who underwent cardiac surgery in (B)(6) 2014. The hospital where the surgery took place is unknown. Sixteen (16) months after the surgery he presented night sweats and severe muscle aches with concomitant pain in his knees and hands. Evaluation showed mild anemia and elevated liver function tests but there was no clear diagnosis and was treated symptomatically. He experienced weight loss and malaise. Twenty-eight (28) months after the surgery, m.chimaera infection was detected from urine and liver biopsy and (B)(6) was diagnosed. Ophthalmology examination demonstrated choroid lesions consistent with mycobacterial infection. The patient was treated with antibiotics therapy with resolution of his night sweats and weight loss noted. Subsequent mycobacterial blood cultures were sterile. After six (6) months of treatment the patient developed high creatinine and bronzing of his skin. The patient was referred to (B)(6) for a second opinion and further management. Tests showed typical postoperative changes. However, due to concern regarding chimaera infection, the patient underwent another surgery and tissue tested positive for chimaera. The patient was discharged home on a 4-drug antimycobacterial regimen with plans for at least twelve (12) months of treatment. Four (4) months after the second surgery, the patient improved, his weight increased and returned back to work.